Event description:
It was reported that the fowler cannot be lowered; stuck in raised/elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.